Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a high glucose reading issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer did not experience any symptoms. Customer had obtained glucose readings of 400 mg/dl, 400 mg/dl on the sensor when compared to a competitor brand meter brand meter result of 166 mg/dl, 172 mg/dl respectively. Customer treated themselves with insulin (dose, type unspecified) for the reported product issue. Adc customer service attempted to contact the customer and was successful. Customer reported that they had received the replacement. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a high glucose reading issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer did not experience any symptoms. Customer had obtained glucose readings of 400 mg/dl, 400 mg/dl on the sensor when compared to a competitor brand meter brand meter result of 166 mg/dl, 172 mg/dl respectively. Customer treated themselves with insulin (dose, type unspecified) for the reported product issue. Adc customer service attempted to contact the customer and was successful. Customer reported that they had received the replacement. There was no report of death or permanent impairment associated with this event.